Manufacturer narrative:
(B)(4). It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of conciousness.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, they had inaccurate readings between their continuous glucose monitor and their blood glucose reading. After the inaccurate reading, the patient was in the car and loss consciousness. The patient woke up, went into the casino, sat at a machine to play, stood up and told her husband, "I do not know how to do this". The patient's husband could see that something was wrong and she was clammy. He treated her with a tablespoon of honey and gave her reeces pieces candy. The patient is reported to be good. No additional event or patient information is available.